Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sheath segment and filter were bloody. The filter legs were stuck inside the proximal portion of the sheath hub. The sheath was returned cut. The distal portion of the sheath was not returned. No other anomalies were noted. Functional/performance evaluation: x-rays of the proximal sheath segment were taken. The legs of the filter extended beyond the hemostatic valve. No anomalies were noted. It is unknown why the filter became stuck inside the sheath. A mandrel was used to remove the filter from the sheath. All 6 arms and 6 legs were present and intact. No limbs were crossed. Medical records review image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the proximal sheath segment and filter were returned. Based on the returned sample condition, the investigation is confirmed for failure to advance as the filter legs were stuck inside the introducer sheath hub. The investigation is inconclusive for dislodged or dislocated as the delivery system was not returned and images of the procedure were not provided. It is unknown why the filter became stuck just beyond the hemostatic valve. Per the reported event details, when the filter became stuck, the user attempted to advance by pulling back on the delivery handle. Therefore, user issues likely caused the filter to become dislodged from the gripper. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, while advancing the filter through the deployment sheath manipulation was needed; however, the filter became separated from the pusher pad and could not be advanced. Therefore, the filter system and filter were exchanged for a new vena cava filter that was prepped and deployed successfully. There was no reported patient injury.